Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2352-70 serial: (B)(4). Description: linear 3-4 lead, 70cm; the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was moved from the left buttock to the right buttock, and the leads and anchor were explanted due to infection. The patient had been experiencing redness, swelling, and drainage. The physician assessed that the infection was most likely due to impaired wound healing from the patient's hygiene and the high consumption of cannabis. The patient was placed on antibiotics and was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-2352-70, serial # : (B)(4), description: linear 3-4 lead, 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that the patient underwent an ipg explant procedure on (B)(6) 2016 due to the patient's previous infection. The patient was doing well post-operatively.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was moved from the left buttock to the right buttock, and the leads and anchor were explanted due to infection. The patient had been experiencing redness, swelling, and drainage. The physician assessed that the infection was most likely due to impaired wound healing from the patient's hygiene and the high consumption of cannabis. The patient was placed on antibiotics and was doing well postoperatively.